Manufacturer narrative:
Patient information was refused by the site. Device manufacturing date is dependent on lot number, therefore, unavailable at the time of filing. Unique device identifier (UDI) is unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the verify instruments task of a fess procedure, a new electromagnetic (em) instrument tracker experienced recognition failure. The surgeon opted to complete the procedure without the use of the navigation system. There was a delay to the procedure of less than one hour, with no reported impact on patient outcome.

Manufacturer narrative:
The lot number was received and added. The tracker was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. If information is provided in the future, a supplemental report will be issued.